Event description:
It was reported that the patient had a staphylococcus infection from a non-device related surgery, and it had spread around the ipg. The patient underwent an ipg explant procedure and patient was doing well postoperatively. The explanted battery was disposed at the facility.